Event description:
The pump was returned for investigation. Investigation revealed the display screen is dim, pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed the pump booted to the verify screen with dim pink contrast. The pump cover was removed and the "oled" screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The lens was found to be scratched. The keypad was found to be worn. Initial reporter: (B)(6).